Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported that display screen went blank when activity guard was pulled off during set change and when pump was shaken, display screen came back on. Customer's blood glucose was 207 mg/dl. Customer reported that something rattles in insulin pump when shaken. Insulin pump passed self-test, but was not able to perform displacement test. Customer was advised that insulin pump would need to be replaced. Customer also advised that blood glucose was dropping low and then would go high. Customer reported of having blood glucose of 40 mg/dl and then 300 mg/dl.